Event description:
It was reported that the device tubing became detached/disconnected. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2024-00053. The date of that submission was 16 jan 2024. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.